Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties to be related to circumstances of the procedure. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of hypotension and death as listed in the graftmaster rx coronary stent graft system, instructions for use are known patient effects that may be associated with use of a coronary stent in native coronary arteries. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that a non-abbott balloon dilatation catheter (bdc) was inflated at 8 atmospheres in the diagonal coronary artery. After bdc inflation, a perforation was noted in the diagonal artery. The 2.8x19 mm graftmaster stent delivery system (sds) was unable to cross the proximal left anterior descending artery (lad), probably due to patient anatomy and the sds was stuck. The graftmaster stent was deployed in the proximal lad because it could not be removed. Prolonged dilatation was performed distal into the diagonal artery and inflated at 4 atmospheres for 4 minutes which sealed the perforation, but the patient's blood pressure dropped. A small pericardial effusion was noted and treated with pericardiocentesis removing approximately 10 cc of bloody fluid. The patient was then taken to the operating room where the patient had cardiac tamponade with shock. The blood pressure dropped to 40s systolic briefly and was treated with epinephrine and sodium bicarbonate and calcium chloride. A subxiphoid pericardial window was performed but only a small amount of bloody fluid was removed without improvement. The patient was on inotropic support for blood pressure. The patient expired. In the opinion of the physician, the graftmaster did not cause or contribute to the patient death.